Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis due to bent cannula on (B)(6) 2021 for 4 days. Blood glucose reading was 800 mg/dl at the time of hospitalization. Customer stated that they was really ill and was throwing up. Customer was treated with intravenous insulin drip for high blood glucose. The insulin pump will not be returned for analysis.